Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter. Block h10: investigation result the returned resolution 360 ultra clip device was analyzed, and it was found that the device was returned without the clip assembly and with evidence of full deployment. No other problems with the device were noted. The reported event of the clip did not release from the catheter was not confirmed. The device was returned fully deployed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon to treat polyps during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and close and locked into the tissue; however, it was unable to release from the catheter. It was mentioned that they moved their hand forward to release but the clip would not. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.